Event description:
The hospital reported that during a set up for a procedure, it was identified that the scope had cracked distal lens. The scope was not used in the case, and a replacement scope was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.